Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had a seizure following a reprogramming. The physician could not determine if it was device related. The patient was prescribed medication. The patient no longer had a seizure.

Manufacturer narrative:
Additional information was received that x-ray was taken to rule out lead migration. X-ray confirmed no lead migration.

Event description:
A report was received that the patient had a seizure following a reprogramming. The physician could not determine if it was device related. The patient was prescribed medication. The patient no longer had a seizure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient had a seizure following a reprogramming. The physician could not determine if it was device related. The patient was prescribed medication. The patient no longer had a seizure.